Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on the historical tropi es quality control performance, a vitros tropi es reagent issue is not a likely contributing factor to this event. An instrument related event has been ruled out as a contributing factor as vitros tropi es precision testing was within the acceptable guidelines indicating the vitros 5600 system was performing as expected. Pre analytical sample processing could not be ruled out as a contributing factor, as the customer was not processing the samples in accordance with the sample collection device manufacturer¿s recommendations for sample centrifugation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected result from a single patient sample processed on a vitros 5600 integrated system using vitros tropi es reagent. Vitros troponin I es = 0.301 versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es patient result was not reported outside of the laboratory. There is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).